Manufacturer narrative:
An empty lens case (without lens) with no label identification on it was received. Based on the slit lamp pictures provided, it was not possible to confirm if the lens had opacity on it. It was reported that the patient was doing fine after intraocular lens (iol) replacement. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). A review of the manufacturing records noted that all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the reported event were reported. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported event. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a young patient with an active lifestyle, underwent implant of an intraocular lens (iol) in his right eye (B)(6) 2013. The patient complained of hazy vision and glare specifically in the center of the eye on the follow up visit, (B)(6) 2013. Reportedly, the doctor found that there was something inside the iol in the central portion of optic based on the slit lamp evaluation. Further, the surgeon stated he is sure it has to do with some defect in the lens material. The lens was explanted; however, the exact explant date was not provided. The patient's age/date of birth nor post operative outcome was provided. No further information was provided.